Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that immediately after a tonsillectomy and adenoidectomy, the coblation halo wand had a visible defect on the insulated shaft, it appeared to be degraded. The patient has what appears to be a lip burn on the lower right lip, close to the oral commissure. The procedure was completed with the same device. No surgical delay was reported.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument found some residual tissue from the surgical procedure on the active electrode. The device shaft / return electrode was received with a slight bend (<10 degrees) applied approximately midway between the distal tip and electrode. The shaft insulation was found damaged near the bend, with the return electrode shaft exposed at several points in the bent area. A substance that appears to be tissue was also fixed to the exposed return shaft. Further damage to the insulation can be found up to ½¿ proximal and distal of the exposed shaft. The less significant damage appears to be mechanical in nature based on the markings on the insulation. Similar markings can be found on the opposite side of the shaft. A black substance was found in the suction tube outside the handle. Usage data indicated a cumulative ablation time of 9 minutes 45 seconds and coagulation time of 6 minutes 15 seconds. The wand was connected to a single controller, and no error messages were logged in the usage data. Electrical pathway impedance was measured from the cable plug to the active and return electrodes at the distal tip. Both measurements were within acceptable limits established for the wand during production testing. Electrical insulation integrity between the active and return electrodes was evaluated and found to be within acceptable limits established for the wand during production testing. The returned wand was connected to a werewolf controller and, while the distal tip was submerged in saline, activated in ablation using med mode. Plasma formation in the form of visible light emission was observed on the active electrode distal tip. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, unrelated to the manufacture or design of the device that could have contributed to the reported event include pressing the shaft against rough or sharp surfaces.